Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The soft cannula was observed to be damaged. A leak test was performed on the damaged cannula; fluid was observed to be leaking from the observed damage. The timing and cause of the soft cannula damage was unable to be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours. No specific treatment information was provided. The device was originally reported for insulin leaking.